Manufacturer narrative:
No button response due to corroded keypad traces. No pump getting hot and erratic noted during testing. The insulin pump had broken belt clip slot, reservoir tube lip, cracked battery tube threads, reservoir tube and scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.